Manufacturer narrative:
Additional information: d9, g3, h3, h6. - one unpackaged ar-611-4 serial/batch (B)(6) was received for investigation. - visual inspection identified gouges, nicks, and chipping at the distal end of the device. The proximal end also exhibited impact marks and surface damage. - the most likely reason for the reported failure can be attributed to wear and tear incurred over repeated usage. The manufacturing date is 2020. - the complaint allegation is confirmed. - refer to the investigation photos.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/12/2025, it was reported by a sales representative via (B)(4) that an ar-611-4 ibal uka tibial impactor tip was broken and an ar-601-tba9 ibal uka tib bea-ring was broken. This was discovered during the case with no patient harm.